Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Complaint description: patient was revised to address metalosis and alval. Update rec¿d 01/06/2017 -litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from soreness, elevated ions and trunionosis. Adding the femoral stem to the complaint. Complaint was updated 01/17/2017. Update may 31, 2017: legal medical records received. In addition to what was previously litigated, pfs alleges metal ion disease and bilateral fluid collections which is more noticeable on the left side. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed metal on metal total hip arthroplasty, with large soft tissue cysts, and elevated metal ion levels. On the operative notes it was mentioned that he has had marked elevated metal ion levels and, on an MRI scan, extensive cyst formation with a markedly abnormal tissue lining of the cyst. There was only a slight amount of trunnion darkening. Medical records also report of symptoms of weakness and stiffness in left leg, and increased density seen within the supraacetabular region - nonspecific. This complaint was updated on: jun 9, 2017. / / investigation method: no device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the provided product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. The reported event is considered one of the possible complications of joint replacement. Investigational inputs were requested as indicated per internal procedures for this failure mode. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. ------ examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and/or liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. Based on the inability to find any other reported incidents against the provided product and lot code combination, it is not unreasonable to conclude that there are no anomalies with regard to manufacturing, inspection or sterilization contained in the device history records that would contribute to the reported event. The investigation can draw no conclusions with the information provided. / / investigation summary: patient was revised to address metalosis and alval. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (left hip). No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear.

Event description:
Update may 31, 2017: legal medical records receieved. In addition to what was previously litigated, pfs alleges metal ion disease and bilateral fluid collections which is more noticeable on the left side. After review of medical records for MDR reportability, it was reported that the patient was revised to address failed metal on metal total hip arthroplasty, with large soft tissue cysts, and elevated metal ion levels. On the operative notes it was mentioned that he has had marked elevated metal ion levels and, on an MRI scan, extensive cyst formation with a markedly abnormal tissue lining of the cyst. There was only a slight amount of trunnion darkening. Medical records also report of symptoms of weakness and stiffness in left leg, and increased density seen within the supraacetabular region - nonspecific. This complaint was updated on: jun 9, 2017.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address metallosis and alval. Update rec¿d 01/06/2017: litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from soreness, elevated ions and trunnionosis. Adding the femoral stem to the complaint.